Event description:
Resistance was felt inside the y-connector during the advancement of the crosssail that was used to treat a distal circumflex lesion. During the withdrawal of the crosssail, the shaft separated at the guide wire exit notch. The distal shaft was still on the guide wire, so it was removed without difficulty.